Event description:
It was reported that, when the product was opened, plastic part of the foley catheter was stuck near the handle of the urine collection bag.

Manufacturer narrative:
The initial reporter's phone and fax number's: (B)(6). The complete initial reporter's facility name is (B)(6). The reported event was confirmed that the cause was unknown. The reported failure was able to be reproduced. The product was used for urological care. Sample was evaluated and observed a trace of glue-like substances on the upper side of the drainage bag. The trace of glue-like substances was also observed on the catheter cap. However, the exact cause of how and when the problem occurred could not be determined. The potential root cause for this failure mode could be due to operator's handling method. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone number: (B)(6). Initial reporter fax number: (B)(6). Complete initial reporter facility name: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, when the product was opened, plastic part of the foley catheter was stuck near the handle of the urine collection bag.